Manufacturer narrative:
The insulin pump was received with unresponsive down arrow button due to moisture damage at the keypad traces. No button error alarms noted. The insulin pump had cracked case at the display window corners, cracked reservoir tube, minor scratched lcd window, partially broken reservoir tube lip, partially broken battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer does not have the pump and is attempting to get a loaner pump until they receive a replacement. Customer's last blood glucose was 14 mmol/l. Customer will be treated by the health care professional as they do not have a back-up plan.